Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary infusion of 1000ml of potassium chloride with a secondary infusion of 100ml of sodium chloride was noted to have small air bubbles in the tubing every 2-3 inches above and below the pump and the pump did not alarm. The customer was unsure how long or how much air was infused into the patient. The IV was stopped at this time. Approximately 15-20 minutes later, the patient complained of chest pain when lying down for a new IV start; the pain resolved without intervention, vital signs were stable, and no abnormalities were noted with chest auscultation. The patient continued to deny chest pain since the start of the new IV.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of the device failing to alarm for air in line was not confirmed. Analysis of the pump module event log showed that at 3:46 pm on (B)(6) 2016, the device was programmed for a primary infusion at 100ml/hr. At 4:04 pm a secondary infusion was programmed which completed at 4:35pm. Another secondary infusion was programed at 4:40 pm, and completed at 5:11 pm; the device transitioned to the primary infusion. At 5:14 pm, the device alarmed for air in line; the infusion was then restarted. At 6:46 pm, the primary infusion completed and the device transitioned to kvo. At 6:47 pm, the device was programmed for a primary infusion at 100ml/hr with a vtbi of 100ml. At 7:11 pm, the device was paused and subsequently channeled off. The pump module air in line bolus limit was set for 75uliter and the accumulated air setting was disabled. Functional testing found the device alarming appropriately for single air boluses. The root cause of the reported event was not identified.

Event description:
The primary infusion was 1000ml of d5 and .5% normal saline and the secondary infusion was100ml of 20meq sodium chloride.